Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (b)(66) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the pump found a confirmed motor stall with an undetermined cause. The pump was stalled as received, however the pump stall recovered the day after arriving. The pump then went on to complete dispense testing. Final destructive analysis was performed and pump components were thoroughly inspected. Close inspection of all components showed them to be very clean with little evidence of corrosion. No foreign material was noted anywhere inside the pump. The root cause of the mechanical failure was not determined. Analysis of the catheter found the pin connector collet was not fully locked in place and there was a kink observed in the catheter body causing the inner lumen to occlude.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a motor stall occurred on (B)(6) 2014 at 13:30 and a motor stall recovery occurred on (B)(6) 2014 at 18:35. A motor stall occurred on (B)(6) 2014 at 18:39 and a motor stall recovery occurred on (B)(6) 2014 at 08:34. A motor stall occurred on (B)(6) 2014 at 08:38 and a motor stall recovery occurred on (B)(6) 2014 at 06:13. A motor stall occurred on (B)(6) 2014 at 06:25 with a 'stopped pump period may exceed tube set' message on (B)(6) 2014 at 06:25 and a motor stall recovery occurred on (B)(6) 2014 at 05:36. A motor stall occurred on (B)(6) 2014 at 05:56 and a motor stall recovery occurred on (B)(6) 2014 at 21:39. A motor stall occurred on (B)(6) 2014 at 22:17 and a motor stall recovery occurred on (B)(6) 2014 at 10:26. A motor stall occurred on (B)(6) 2014 at 11:44 and a motor stall recovery occurred on (B)(6) 2014 at 02:25. A motor stall occurred on (B)(6) 2014 at 02:55 and a motor stall recovery occurred on (B)(6) 2014 at 13:30. A motor stall occurred on (B)(6) 2014 at 13:36 and a motor stall recovery occurred on (B)(6) 2014 at 16:29. A motor stall occurred on (B)(6) 2014 at 16:37 and a motor stall recovery occurred on (B)(6) 2014 at 16:46. A motor stall occurred on (B)(6) 2014 at 16:54 and a 'stopped pump period may exceed tube set' message on (B)(6) 2014 at 16:54. The outcome of the event was noted as unresolved at time of study exit/death/study closure.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient exited from the study because all of the enrolled manufacturer products were inactive. The outcome of the event was therefore unresolved at study exit.

Event description:
It was initially reported (B)(6) 2014 that following implant, ¿it did not work¿; the pain pump did not work for the patient. Dilaudid was used at implant. They kept changing the dosage, increasing it, and it still didn¿t work. At some point, they switched the drug to morphine. The morphine was making the patient throw up. Per the patient, ¿my doctor is one of the best so I know it is me and not her¿. Pump removal was planned for (B)(6) of 2014. When the patient went in for a urine test before the pump removal, they found the patient had congenital heart failure and kidney failure. The patient stated: ¿I was actually dying and didn¿t know it.¿ ¿the pump saved my life!!!¿ ¿thank god for this pump because they found all that and they saved my life at the hospital." The patient had had no symptoms at all. Because the patient was ill with the heart and kidney failure; the patient was unable to have the pump removed at that time. The pump was turned off in (B)(6). The pump had morphine at that time. As of the date of this report, the patient was healthy enough to have it removed; pump removal was planned for (B)(6) 2014. For the past month or two, the patient had been hearing noises every hour at the same minute (e.g. 1:43, 2:43, etc.); a critical alarm. It seemed like some kind of alarm. It was coming from the pump. The patient¿s husband put his ear to the patient¿s stomach and heard it, so the patient knew it was not her imagination. It was not a very loud sound and it only lasted about a second or two. It kind of sounded like the sound a truck makes when it is backing up or the sound that the patient¿s scooter made while backing up, but much quieter. The patient heard it at home or away, so it was not coming from something in her home. The alarm didn¿t bother her. The patient¿s doctor told her it wasn¿t coming from the pump, but the patient thought that it was. The doctor told her the alarm shouldn¿t be going off because the pump was turned off in (B)(6). At the time of this report, the pump was empty and had no medication in it. The cause of the alarm and final outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information later reported the patient experience loss of pain relief. The pump was explanted.